Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported on voice message - from this box found needles that would not unscrew from the pen. Consumer reported on voice message - needles bent within the cap. Consumer reported on voice message - needles broke off. Dc lot # unknown at this time catalog# pen needle, 31g ultra fine unknow # . Date of event unknown sample status discard 1st attempt call back - left message on answering machine. Vcoyne (B)(6) 2026 update/additional information from nacc - see attachments. Consumer reported found 1 pen needle from this box with a bent non-patient end needle before placement to pen. Awaiting sample. Consumer reported found one patient end needle broken off patient end when removed the inner shield. Discard. Consumer reported after completing an injection, went to remove pen needle from site, but the pen detached from the non-patient end of the pen needle. Discard. Lot # 5091020 catalog# 320119 date of event unknown.